Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device has no display. The efficia dfm100 defibrillator, model 866199, is substantially similar to the heartstart xl defibrillator (model 861290) and will be reported in the united states under device model 861290.there was no reported patient involvement.